Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the subject was not hospitalized but medications were administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was recovered/resolved on (B)(6) 2019.

Manufacturer narrative:
Age or date of birth: the patient's year of birth was (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a hematoma in the scar after implant surgery. The patient was hospitalized starting and ending on (B)(6) 2019. There was no prolongation of existing hospitalization. Medications were administered and there was other treatment. The patient was given a 7 day course of antibiotic, and they paused clopidogrel for 5 days. No surgical intervention, device interrogation, or reprogramming was performed. There was a causal relationship to the study procedure of the neurostimulator implant. The device therapy, lead, and external device were not related. The relationship to the neurostimulator was probable. The patient experienced pain over the stimulator. It was noted that there was no death, the event was not life threatening, the event did not result in permanent impairment, there was no in-patient or prolonged hospitalization, there was no medical/surgical intervention, and there was no foetal distress. The outcome was considered recovered/resolved as of (B)(6) 2019.